Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (random) issue with the cartridge. It was reported that the pump emitted an occlusion alarm. The patient¿s blood glucose levels were in the 300mg/dl range with no signs or symptoms indicated, which does not meet the animas criteria for an adverse event. The patient was advised to change the tubing and site and to contact customer support if the issue reoccurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.